Event description:
A customer contacted beckman coulter inc. (Bci) in regards to close tube accession (cta) leak. No injury and/or personnel exposure to chemical or bio-hazardous material was reported.

Manufacturer narrative:
The customer is unsure of what fluid is leaking. A bci field service engineer (fse) found that the wash buffer was getting into autogloss well. Fse performed the followings: replaced the peripump tubes cleaned autogloss well. Re-taped wash buffer connector on reservoir which was leaking. Primed the system the issue has been fixed.